Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4) ,batch: a00087754.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022 during which the existing lead was repositioned. Effective therapy was established.